Event description:
It was reported the patient had been experiencing discomfort (described as pocket heating). The discomfort only occurred when the patient engaged in increased activities. The patient was administered steroid prescriptions and topical lidocaine patches to no avail. As a result, the patient underwent a ipg pocket revision. On (B)(6) 2019. Surgical intervention addressed the patient's issue.